Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample was tested for accu tni and a result of 20.16ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The original sample was re-tested and an accu tni result was 0.03ng/ml. There was no effect to patient in connection to this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube and was centrifuged for 10 minutes. Qc was performed before the event and resulted within specifications. Actual qc data was not supplied. The customer contacted a customer technical service (cts) and stated mixer belt speed errors were obtained after the event. An event log was not provided. Cts had the customer check the mixer motor speed which was rotating at 2,440 rpm. (Specifications are 2,500 rpm +/-20). A field service engineer (fse) was dispatched in 2008: the fse tightened loose wash arm, replaced mixer and an incubator belt. The fse ran a diagnostic testing which passed. The fse verified the repair per established procedures and results met published performance specifications. Although fse addressed hardware issues, a clear root cause for this event is unknown at this time. A malfunction will be assumed for the purpose of this report.